Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: a review of the pump¿s black box showed no issues related to the complaint. There was no data in pump histories from time of the reported issue due to continued use of the pump. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 12 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The pump was opened; no damage was found to the force sensor circuit. The complaint of a pump malfunction was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump was malfunctioning. The reporter was unable to complete troubleshooting at the time of the call and no further information could be obtained. This complaint is being reported based on the allegation that the pump suffered from an unknown malfunction. There was no serious injury associated with this complaint.